Event description:
A physician reported treating a pt using 30 gauge needle. The physician stated the collagen leaked out of the top of the syringe around the plunger and splashed onto the pt's face. The collagen did not "splash" in the pt's eyes and there was no injury to the pt or the staff. The needle did not separate from the syringe.